Event description:
The customer reported that the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The customer declined to have the service rep repair the system at this time. No further info is available.